Event description:
It was reported that balloon deflation failure occurred and trauma of pulling out the balloon caused bleeding. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During a biliary stricture protocol procedure, the balloon was inflated for treatment and following the completion of treatment, several attempts were made to deflate the balloon to no avail. Fluoroscopy was used to confirm whether the balloon was still inflated, which was indeed the case. As a last resort effort, the provider forcefully pulled both the sheath and inflated balloon out of the patient promptly placing a new biliary drainage catheter. The trauma of pulling out the still fully inflated balloon caused bleeding from the entry site that sustained both in the procedure room and in the recovery area for up to 4 hours. The procedure was completed, and no further patient complications were reported; the patient fully recovered.

Event description:
It was reported that balloon deflation failure occurred and trauma of pulling out the balloon caused bleeding. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During a biliary stricture protocol procedure, the balloon was inflated for treatment and following the completion of treatment, several attempts were made to deflate the balloon to no avail. Fluoroscopy was used to confirm whether the balloon was still inflated, which was indeed the case. As a last resort effort, the provider forcefully pulled both the sheath and inflated balloon out of the patient promptly placing a new biliary drainage catheter. The trauma of pulling out the still fully inflated balloon caused bleeding from the entry site that sustained both in the procedure room and in the recovery area for up to 4 hours. The procedure was completed, and no further patient complications were reported; the patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR: a pcb device was returned for analysis inserted in a introducer sheath with a syringe attached to the hub. The device was received with the balloon inflated and inserted through the customer's introducer sheath. The investigator was unable to deflate the balloon due to the severe kinks along the length of the shaft. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified severe multiple shaft kinks along the length of the device. No other issues were identified during the product analysis.